Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote fc balloon catheter. No patent complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient's status was stable.